Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a line was only detected under the microscope after the implantation of iol. The iol was not explanted. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. Only photo was provided. The returned photo shows implanted iol. There is a dark line/mark observed on the optic area. The exact location of the line/mark (anterior or posterior side) cannot be determined from the provided photo. Based on our observation of the attached photo, a dark line/mark is observed on the optic area. The exact location of the line/mark (anterior or posterior side) cannot be determined from the provided photo. A final root cause cannot be determined based on available information and without the evaluation of the physical sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).